Event description:
During the pta/stenting treatment procedure, the guidewire became stuck in the wallstent delivery catheter. The device was advanced to the 100% stenotic superficial femoral artery lesion. The wallstent catheter and guidewire became stuck during advancement, and both devices were removed. No pt injuries or complications were reported. The pt' status was reported as 'stable'.